Event description:
Patient's one touch ultra meter was reading inaccurately erratic. Patient explained that they fell unconscious, while sleeping. The patient reported blood glucose results of "126 mg/dl", "44 mg/dl", and "43 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% mg/dl and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Emergency services has to be contacted. They were administered treatment intravenously. A result of "70 mg/dl" was also reported, however, there was no indication as to which device was used to obtain the result. The patient was not transferred to the hospital. The customer service representative was unable to perform troubleshooting, since the patient did not have the quality control supplies. Patient's control solution was replaced. Medical affairs representative mailed letter, since the patient could not be reached for gathering more clinical information.